Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 35 mmol/l (630 mg/dl) while wearing the pod between 25 and 36 hours when the patient noticed insulin leaking. Symptoms reported include hyperglycemia, ketones and fatigue. The patient was treated with intravenous fluids. The patient spent 2 nights, 1 day at the hospital. The pod was removed at the hospital and discarded.